Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose (bg) was "low" although specific value was not provided. The customer consumed carbohydrates to address the bg and the paramedics were called but no assistance was given. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. It was also reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose was 158 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.